Event description:
It was reported that the patients ipg would no longer hold a charge and became nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as per physician preferences.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.